Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient felt sick but didn't vomit. On (B)(6) 2026 the cgm read around the 280 mg/dl and the patient was vomiting so the mother went to urgent care around, no bg was taken at urgent care. The patient was treated with zofran due to the vomiting. After a few hours he was still vomiting and felt lightheaded so he was sent to the emergency room around 11:00pm. At the emergency room bg was 475 mg/dl and cgm at 289 mg/dl. The patient was treated with fluids and diagnosed dka. The patient was transferred to another hospital with the same diagnosis and treatment continued. He was treated with 3 different IV medications, one with fluids, another with insulin and one unknown. He was admitted ((B)(6) 2026) and discharged around 4:30 pm on (B)(6) 2026. The next day (B)(6) 2026 there was no cgm used yet and he was sent to another emergency room because he was vomiting again, bg reached 250 mg/dl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.